Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient revised to address pain. Update rec'd 05/13/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, limited range of motion, and elevated metal ion levels. Updated head/liner, and added stem. Complaint updated 05/26/2016.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update ¿01/13/2017 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported the revision surgery notes reported ¿obvious backside reaction¿. The metal ion levels provided were at non-reportable levels. There was no new information provided that would affect the existing investigation.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) has been re-opened under (B)(4) due to receipt of ppf, medical records and sticker sheets. In addition to what previously alleged, ppf alleges metal wear and metallosis.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.